Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2023 with zephyr valves, one sizing wing on the zephyr 5.5 dual mark endobronchial delivery catheter (edc) detached during the procedure and had to be retrieved with forceps. The physician was able to successfully complete the procedure with a replacement catheter with no additional complications.